Event description:
A report was received from the field indicating that there was a burning oil smell and haze. There were no human reactions involved. The asp representative handling the initial report had the facility discontinue use of the sterrad unit and service was dispatched.

Manufacturer narrative:
(B) (4); oil mist filter. This is capital equipment which was evaluated at the customer's site: the asp field service engineer was sent to the account. Upon arrival there was an oil smell. Found oil at catalytic converter filter. Replaced the oil mist filter and catalytic converter filter. Verified that the system meets manufacturer's specifications. Ran an empty chamber cycle successfully. Results: oil mist filter. Additional investigation with the account confirmed that there were no human reactions (hr) associated with the reported oil mist/haze. The manager for the biomed department indicated he was not aware of any human reactions, however, to confirm with the supervisor on the floor which was attempted through multiple follow-ups. He also mentioned that the day following the event, there was a residual burning smell, but the unit was working fine. The burning smell eventually subsided on the second to third day. The system is currently working fine.